Manufacturer narrative:
Product analysis # (B)(4):2021-08-09 16:38:33 cdt webm remotes sfdcmnav product analysis task update work order name : wo00851363 analysis summary text : action/resolution: replaced ps1 power supply and adjusted voltage replaced inner dongle cable to standalone board performed system checkout cable grade: a contact: (B)(6)demo/eval unit: false hardware p/f: pass imaging modalities failure: other imaging modalities p/f: fail imaging summary of failure(s): generator would not initialize errors show low voltage power supply out of range cable where dongle connects needed to be replaced inspection and operational tests p/f: pass instruments p/f: pass is imaging failure resolved?: yes mechanical inspection p/f: pass record type: o2 system checkout (closed) software p/f: pass status: completed does the system perform as intended?: no were hardware parts replaced?: yes 2021-08-08 20:37:04 cdt webm remotews sfdcmnav product analysis task update workordername : wo00851129 analysis summary text : action/resolution: booted up system, mvs would never become ready for use. Checked voltage on the power supply board and determined a low voltage was likely causing the issue. Sent log files to clark and he confirmed that cable grade: a contact: stephen grich demo/eval unit: false hardware p/f: pass imaging modalities p/f: pass inspection and operational tests p/f: pass instruments p/f: pass mechanical inspection p/f: pass record type: o2 system checkout (closed) software p/f: pass status: completed does the system perform as intended?: no were hardware parts replaced?: no medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: kit svc o2, bi71000450 power supply psi, product ID: kit svc o2 , bi71000424 panel rearcab brkt. A medtronic representative went to the site to perform a system checkout. The power supply was replaced and the voltage was adjusted. The inner dongle cable to the standalone board was replaced. Fdm b01, fdr c02, fdc d02 are applicable to the system checkout. Fdm b17, fdr c20, and fdc d15 are applicable to the concomitant products. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system booted to "initializing system please wait" on the pendant. Several reboots were attempted, all with the umbilical connected. Also performed a reboot with the umbilical disconnected with no change. There was no patient involvement.